Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead was found to be fractured. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded at the facility due to hospital protocols.